Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated, high voltage impedance. No interventions were reported. The physician has been aware of this issue and has opted to continue with routine follow up due to patient's medical history. The patient was stable.